Event description:
The customer stated that he was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer stated he was lethargic and barely conscious when the hospitalization occurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.